Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. The instrument movement could not be tested due to the self-test failure during initialization when placed on an in-house system. The instrument was visually inspected and found a blade exposure. No failures were reported in the logs. The housing was removed for inspection, and a snake cable appeared to be loose at the proximal end.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the vessel sealer extend instrument moved in an opposition direction, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has requested the vessel sealer extend instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend instrument moved in an opposition direction when the surgeon was controlling the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. No collision was observed during the procedure. The surgeon attempted to move the instrument while his/her head was inside the surgeon side console (ssc) master tool high resolution stereo viewer (hrsv) at the time of the event. There was no delayed movement from the instrument. Additionally, there was no shakiness/friction observed. It was confirmed that there was no patient harm, injury or adverse outcome due to the alleged product issue.